Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product is working as expected and will not be returning to zoll.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.